Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of pericardial effusion and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the pericardial effusion. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve, and grasping was performed. At this point, a pericardial effusion was observed in the atrial wall. Pericardiocentesis was performed, and the patient was confirmed to be stable. The first and second clip were then deployed. There was no issue with the mitraclip system, and the physician believes the effusion could have been caused by the transseptal puncture, but this could not be confirmed. A clinically significant delay in the procedure occurred due to the need for pericardiocentesis. Two clips were implanted, reducing the mr to <1. No additional information was provided.